Manufacturer narrative:
Continued h6 (health effect - impact code): f2201. The events of lymphoma-alcl and lymphedema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Date of alcl diagnosis: (B)(6) 2016. Reason for reoperation: lymphoma-alcl, lump/nodule, capsular contracture grade iii, lymphedema.

Event description:
Patient representative reported right side ¿diagnosed with bia-alcl", "capsule associated with inflammation", "lymph nodes positive for disease", "lymphedema", "endued pain, suffering, disability, impairment, disfigurement". Histopathological markers cd30+ and alk- have been received. Treatment: device explant, total capsulectomy.

Manufacturer narrative:
(B)(4). The events of lymphoma, lump/nodule, skin rash/dermatitis, and capsular contracture, baker grade iii, are a physiological complaint, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and/or patient details was requested. Device labeling: based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. For more complete and up-to-date information on FDA¿s analysis and review of the alcl in patients with breast implants please visit: http://www.FDA.gov/medicaldevices/productsandmedicalprocedures/implantsandprosthetics/breastimplants/ucm239995.htm. Literature reports have also been made associating silicone breast implants with various rheumatological signs and symptoms such as skin rashes potential adverse events that may occur with silicone gel-filled breast implant surgery include: capsular contracture. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Email received from health professional containing a report for a patient diagnosed with right side ¿alcl,¿ ¿enlargement and hardening of the right breast,¿ skin lesions inferior right breast,¿ ¿capsular contracture,¿ baker grade iii, and a ¿palpable breast mass.¿ the device was removed and replaced.